Manufacturer narrative:
Power inlet module.

Event description:
It was reported by service report that the power outlet and cord were damaged. The power entry module also needed to be replaced. It is unk if there was pt involvement or if there are adverse consequences to report.